Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Patient stated humalin ru500 insulin was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with u-100 insulin. This user warning is in the applicable labeling as referenced below: omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16. Introduction : warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®/novorapid®, humalog®, or apidra®. Novolog® is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that the patient required medical intervention due to both with hypoglycemia and hyperglycemia. The patient's blood glucose (bg) levels reached 450 mg/dl (and dropped to 62) while wearing the pod longer than 48 hours. Symptoms reported include loss of consciousness and self-defecation. Paramedics were called and performed an electrocardiography (EKG) test but no treatment was provided and patient declined to go to the hospital. The patient was treated by sister with manual injections of insulin for high bg levels and fruit juice for the low bg levels.